Event description:
It was reported that the patient¿s caregiver experienced difficulty attaching the infusion set connector to the pump with the cartridge installed, consistent with a prior similar occurrence, and a connector from a new box attached successfully; replacement supplies were arranged. Customer care provided support which included product replacement logistics. Investigation of this case revealed the issue was resolved by using connectors from a different lot, suggesting a lot-specific connector fit issue. Symptoms included no reported adverse clinical effects and no impact on blood glucose. Outcomes included no medical intervention and no hospitalization. It was concluded that the device functioned as intended with a new connector and that the reported issue was attributable to the suspect connectors.